Event description:
Reporter indicated a pt had lack of efficacy. The vns generator and lead were explanted. No new vns devices were implanted. The explant date is unk. The explanted generator and lead have been returned and are currently in product analysis. Further attempts for info regarding the lack of efficacy are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.